Manufacturer narrative:
A2: sex: male. D2a: common device name: catheter, straight. E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6) philippines. Complainant postal code: (B)(6). Patient country: united states this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(6). Manufacturing site: 3005471919.

Event description:
Distributer reports an end user got a uti that caused him to go to the ER. No further information obtained/available.